Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Basic occlusion, occlusion, prime, the excessive no delivery, and displacement tests were not performed due to constant motor error alarm. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.